Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/19/2022. Additional information was requested, the following was obtained: -the reported product code and lot number for this event were v240/sdmbdd. In addition to the three samples of v240/sdmbdd returned for evaluation, v422/(B)(6) was also returned. Please advise if there was any reported quality issue with v422/(B)(6). Checked with customer and received information that these are two complaints. New complaint logged (B)(4) for the received product. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample revealed that it was received two empty labeled winding former, one unopened sample that pertains to product code v240g. In order to evaluate the condition of the returned sample, the packet was opened, and the swage and attachment area was noted to be as expected. The tip and body of the needle were examined under magnification and no defects or needle breakage were found. In addition, the sample was tested by resistance test to the needle and met the requirements. As part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The device performed without any difficulties noted.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. There was a broken needle, and one suture where the needle was attached to the thread so badly that it would have damaged the gums if the doctor had sutured. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please explain what was the issue? Did the suture got separated from the needle? One suture was poorly attached to the needle, it was not used. This has been returned. The other needle broke while suturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify for both devices what was being done when the issue occurred (in the package/removal from package /during passage through tissue)? Could you please clarify if the patient suffered from any signs or consequences due to the issues? Please provide more details. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.